Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device often displays e4 occlusion errors. His blood glucose elevated to 400 mg/dl on (B)(6) 2012, and he noticed the infusion set transfer set was occluded. Pt reported he was under the influence of alcohol while handling the infusion device, and he reacted "irrationally" and delivered a high dose of insulin via pen. His blood glucose decreased to 29 mg/dl, and he lost consciousness. His parents called the ambulance, and he was immediately given a glucose injection. He was admitted to the hospital for 8 hours, and the infusion device is now operating as intended with a new accessories. Pt's normal blood glucose is 100 mg/dl. The infusion sets were replaced and requested for eval. No add'l info was provided.